Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure for the treatment of varicosity, performed on (B)(6) 2025. During the procedure, the first band was released but the second band would not release from the ligating unit. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failure to deploy. Block e1: initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failure to deploy. Block e1: initial reporter facility name:(B)(6). Block h11: the returned speedband superview super 7 was analyzed, and it was observed during visual inspection that the ligator housing was returned with 4 bands on it; some of them were overlapped, and the handle has evidence that the trip wire was secured into the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This problem could be related with the technique used by the physician or the way the device was being handled when trying to deploy the bands with the handle. Possibly the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, making the bands not able to deploy accordingly and also getting them overlapped. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure for the treatment of varicosity, performed on (B)(6) 2025. During the procedure, the first band was released but the second band would not release from the ligating unit. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.